Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31252145l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation with a qdot micro¿ catheter and during ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis. The medical team noticed there was a drop in blood pressure in the patient. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis. They were able to stop the bleeding and remove all the fluid from the patient. An echo was done in the room and there was no active effusion found. The patient was reported to be in stable condition and the patient¿s blood pressure had returned to normal. The physician's opinion on the cause of this adverse event is the procedure. A transeptal puncture was performed. No steam pop was noted. No error messages observed on biosense webster equipment during the procedure. The patient fully recovered and did not require extended hospitalization.